Event description:
It was reported the pt underwent double valve replacement surgery received an sjm tissue valve in the aortic position and another in the mitral position. Postoperatively the pt presented with loss of weight, fever and weakness. The aortic valve was explanted due to endocarditis. The pt was treated with vancomycin and gentamycin and cultures at explant were negative, possibly from antibiotic use.